Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced site issue. The customer did not mention any symptoms of their blood glucose levels. The customer treated in d open sandwich method with tegaderm. Customer's blood glucose value was 148 mg/dl. Troubleshooting was performed. The customer was hospitalized. The customer had rash and raised bumps under both sensor adhesive. The customer off the xmtr/sensor prior to hospitalization for less than 48 hours. The product was not returned for analysis.